Event description:
Boston scientific received information that this lead was capped in (B)(6) 2001 due to a suspected patient infection. There was no report of adverse patient effects due to the procedure.

Manufacturer narrative:
This was surgically abandoned and successfully implanted with another lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.